Event description:
It was reported that during repositioning of a competitor atrial lead, the physician adjusted the slack on the rv (right ventricular) lead, which caused the thresholds to increase. As there was no introducer present, a new position for the rv lead could not be obtained, so the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 2088tc competitor implantable pacing lead: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.